Event description:
A 72-year-old female with post-cardiotomy cardiogenic shock (pccs) and society for cardiovascular angiography and interventions (scai) stage e shock underwent attempted impella 5.5 placement via the right axillary/subclavian artery. During the procedure, the device could not be advanced past a lesion identified in the mid subclavian artery on angiography. Resistance was encountered during guidewire advancement, preventing successful device delivery across the lesion. The insertion angle was reported as approximately 60 degrees. Excessive force was reported to have been applied during the attempt. The patient was noted to be obese and to have underlying peripheral arterial disease/peripheral vascular disease (pad/pvd). Serial pre-dilation was not performed. Angiographic evaluation identified a mid-subclavian lesion, and the procedure was subsequently aborted. The impella 5.5 was not implanted, and the procedure outcome was reported as aborted. No patient injury was reported in association with the event. Based on the available information, the inability to deliver the impella 5.5 appeared to be associated with the vascular lesion and underlying vessel disease identified during the procedure. The procedure was aborted, and no patient injury was reported.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.